Manufacturer narrative:
Analysis of historical records (please also kindly refer to MFR report 9680825-2017-00057) orthofix (B)(4) checked the internal records related to the controls made on the (B)(4) lot 26475r before the market release. No anomalies have been found. The original lot, manufactured in 2012, was comprised of (B)(4) devices. All of them have already been distributed to the market. Orthofix (B)(4) checked the internal records related to the controls made on the (B)(4) lot k1892 before the market release. No anomalies have been found. The original lot, manufactured in 2012, was comprised of (B)(4) devices. All of them have already been distributed to the market. Technical evaluation (please also kindly refer to MFR report 9680825-2017-00057) the returned devices, received on september 6th, 2017 were examined by orthofix (B)(4) quality engineering department. The devices were subjected to visual and dimensional check as per orthofix (B)(4) specification. Nail attachment rod (B)(4): the visual check of the device evidenced that all the threaded parts of the device (external and internal) are heavily damaged. Due to this damaging, the dimensional check of the nail attachment rod cannot be performed. Slotted mallet adaptor (B)(4): the visual check of the device evidenced presence of damaging signs on all surface. In particular, the threaded parts of the device are heavily damaged. The dimensional check, performed where possible, did not evidence any anomalies. The results of the technical evaluation concluded that the damaging present on the returned devices is most likely attributable to the conditions of use. Medical evaluation (please also kindly refer to MFR report 9680825-2017-00057). The information made available on the event together with the results of the technical evaluation have been sent to our medical evaluator. Please find below an extract of the medical evaluations performed. "Parts (B)(4) were noticed to have the thread stripped on inspection by the representative. We do not know if this was preoperative, or only at the beginning of surgery when the patient was already on the table and anaesthetised. I suspect the latter. In spite of this it seems that surgery went ahead, and not surprisingly found difficulties to complete the operation as they expected. If the nail attachment rod had the thread stripped then the targeting arms ((B)(4)) cannot be attached to the nail, so to my mind the operation cannot proceed. I do not understand why they attempted to do this operation under these circumstances. To my mind this is a complete failure of hospital procedures: this kit was damaged during a previous usage, and the damaged instruments were not discarded and replaced. Therefore in fact the kit was unusable, although it seems that this may have been discovered only during the operation. However, this is not the fault of the operating kit, but of the hospital". "The technical analysis confirms that the two returned components have been damaged beyond possible use by incorrect use. The additional information gives us a little more detail about the incident. The conclusion that this could have been avoided by adequate inspection of the kit prior to surgery remains the same". Final comments (please also kindly refer to MFR report 9680825-2017-00057). The results of the technical evaluation concluded that the damaging present on the returned devices is most likely attributable to the conditions of use. The medical evaluation evidenced ad follows: "parts (B)(4) were noticed to have the thread stripped on inspection by the representative. We do not know if this was preoperative, or only at the beginning of surgery when the patient was already on the table and anaesthetised. I suspect the latter. In spite of this it seems that surgery went ahead, and not surprisingly found difficulties to complete the operation as they expected. If the nail attachment rod had the thread stripped then the targeting arms ((B)(4)) cannot be attached to the nail, so to my mind the operation cannot proceed. I do not understand why they attempted to do this operation under these circumstances. To my mind this is a complete failure of hospital procedures: this kit was damaged during a previous usage, and the damaged instruments were not discarded and replaced. Therefore in fact the kit was unusable, although it seems that this may have been discovered only during the operation. However, this is not the fault of the operating kit, but of the hospital". "The technical analysis confirms that the two returned components have been damaged beyond possible use by incorrect use. The additional information gives us a little more detail about the incident. The conclusion that this could have been avoided by adequate inspection of the kit prior to surgery remains the same". Based on the results of the technical evaluation and on the evidences deriving from the medical evaluation, orthofix (B)(4) can conclude that the problem that occurred is not device related. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The information initially provided by the local distributor indicates: (B)(4) (nail attachment rod - this report) and (B)(4) (slotted mallet adaptor - MFR report 9680825-2017-00057); - batch number: unavailable; - quantity: 1 each; - hospital name: (B)(6); - surgeon name: (B)(6); - date of surgery: (B)(6) 2017; - body part to which device was applied: unavailable; - surgery description: other; - patient information: unavailable; - problem observed during: rep's inventory inspection; - type of problem: device functional problem. - event description: per representative part (B)(4) are stripped noticed upon inspection. Removal on surgery on (B)(6) 2017. One hour increase in duration of surgery. This was due to surgeon had to use impactor to nail attachment rod and patient's anatomy, difficulty on removal. The complaint report form also indicates: - the device failure had adverse effects on patient; - the surgery was not completed with the device (used impactor to nail attachment rod); - the event led to a clinically relevant increase in the duration of the surgical procedure; - an additional surgery was not required; - copies of the operative reports are not available; - copies of the x-rays images are not available; - information about patient current health condition: patient is doing fine. - note and comments: representative does not know date of initial surgery and unable to provide patient information. On september 7, 2017, orthofix (B)(4) received the following additional information on the event: why the surgeon cannot be use the slotted mallet adaptor, (B)(4)? Was this device already damaged before this use? "The slotted mallet adaptor was stripped and representative noticed during inspection prior to surgery and could not be used for case". We guess that, as alternative, it was used the nail attachment rod, (B)(4), with the impactor, (B)(4). Has the surgeon hit the impactor to remove the nail? "Yes." Has the nail attachment rod damaged in correspondence to the threaded part (stripped)? "Yes it was damaged". (B)(4).